Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product still implanted and will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause attributed to excessive physical activity early post-op. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that patient underwent left partial knee arthroplasty. Subsequently, patient experienced post-op pain. The pain could possibly be attributed to the excessive physical activity performed early post op.